Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited failure to capture due to dislodgement. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and loss of capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.